Event description:
A customer contacted haemonetics on (B)(6) 2009 to report that the check saline message appeared and then the screen of the orthopat machine went blank. No injury or reaction noted.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report that the check saline message appeared and then the screen of the orthopat machine went blank. No injury or reaction noted. Upon evaluation the reported problem was verified. A blood spill was also found inside of the device. All contaminated and damaged components were replaced. The machine is now ready for use. (B)(4).